Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. H3: analysis of the pump revealed no anomaly. As per the logs, the pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 268.6 mcg/day as of (B)(6) 2021. H6: the method code 4114 and previously applied results code 3221 are applicable to the catheter. The method code 10 and results code 213 pertain to the pump. The previously applied conclusion code 67 remains applicable to both the pump and catheter. The imf annex e code e2404 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) indicated that they had exploratory surgery last week and they replaced the pump and kept the catheter. The hcp had confirmed the catheter was good when they aspirated from the old pump catheter access port (cap) and got back good cerebrospinal fluid (csf) flow. The hcp then replaced the pump and hooked it up to the existing catheter and did not aspirate again from there. The hcp had removed the old medication from the previous pump and used it to rinse the new pump with 3 ml and placed the rest of the medication in the pump. It was noted they programmed everything appropriately and left the settings all the same. They had also programmed a 50 mcg bolus since the patient had been in withdrawal during that time. It was noted after that procedure the patient was doing well and then on (B)(6) 2021, the rep got a call saying the patient started having a return of symptoms again and they were planning on doing an emergency revision. The rep wanted to review theory of what could potentially be the reason why. Additional information was received from the rep on the same day and they just completed the revision. It was noted the hcp first tried to aspirate from the cap with fluoro and was not able to withdraw anything back. The hcp then opened up the pocket and tried aspirating again from the cap and was still unable to. The hcp concluded that the medication must have occluded the catheter. It was noted they replaced the whole catheter and would not be sending the catheter back. It was noted during the catheter replacement, the hcp did have some difficulty removing the connector from the pump however they were eventually able to get it off and replaced. They changed out the medication from the pump and it did seem like the medication was a little cloudy. It was noted they programmed everything appropriately and the patient would be getting the old medication (in the pump tubing) for a bit before they get the new medication. The rep would be sending the pump back from last week's procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(6), ubd: 2021-03-12, UDI#: (B)(4). H6. Eval code. Method code: b20 applies to the catheter device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml via an implantable pump. Pump underdose was reported. The patient experienced spasticity. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was catheter aspiration. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.